Event description:
"The hub end of the PICC pulled out of the catheter. PICC was first repaired, then removed, and a new one placed in the patient. There was no patient injury."

Manufacturer narrative:
Complainant provided incomplete information on 11/2/05. Device was replaced; medical intervention was needed.